Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed skin breakdown on his back. Area is red and has small open areas, but nothing is coming out. The area was being treated by a wound specialist at the facility. The irritation improved.